Event description:
Nicu manager reported "tubing leaking, crack found above the drip chamber and spike". No report of use on a pt. Although requested, no further event details available at this time.

Manufacturer narrative:
(B)(4). The customer's report of a tubing leak was confirmed. The leak was noted on the silicone segment and not above the drip chamber and spike as reported by the customer. During visual inspection of the received set it was noted that the silicone segment had a 0.0628 inch tear near the upper blue fitment. Two crush marks were noted on the upper fitment. Pressure testing confirmed the tear at less than 5psi. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is unk.